Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a lap chole procedure, the first six clips was normal then two clips was misaligned and not clipping properly. Surgeon remove the misaligned clips and tried to fire the clips again but noticed the clips were not coming out. He took out the endo clip device from the patient and tried to fire a few times and the clips came out. It is unknown how surgery was completed, however, procedure was successfully completed and there was no patient consequence.